Event description:
It was reported while using bd insyte 22ga x 1.0in the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: when channeling the patient, the plastic bends easily inside the vessel and breaks, leaving the needle exposed inside the vessel and the catheter bent outside the needle. There is evidence of failure in the quality of the plastic.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported while using bd insyte 22ga x 1.0in the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: when channeling the patient, the plastic bends easily inside the vessel and breaks, leaving the needle exposed inside the vessel and the catheter bent outside the needle. There is evidence of failure in the quality of the plastic.